Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to pass the recognition and engagement tests. The instrument showed good pictures in 2d and 3d. He pictures rotate with the endoscope and there were no problems with the orientation. However, the 30-degree endoscope plus was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction.

Event description:
It was reported that prior to starting a radical prostatectomy with lymphadenectomy surgical procedure, the image was upside down on the 30-degree endoscope plus. Ports were placed. A backup scope was used to complete the procedure. There was no patient harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: it was unknown what surgical task was being performed at the time of event. At time of event, the system recognized the correct endoscope and the surgeon did not confirm desired orientation when endoscope was installed. There was no indication of the image orientation provided to the surgeon via user interface.